Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked display window. (B)(4).

Event description:
The customer reported via phone call that the buttons were not responding and the insulin pump alarmed button error on (B)(6) 2015. The customer stated the device was not dropped but probably exposed to heat. Blood glucose value was 113 mg/dl. She also stated that the case is cracked at the corners and the screen has a crack on the bottom right side. She also noticed that there is a peeling plastic beside the buttons. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.